Event description:
The event is reported by the customer as: the product could not nebulize properly. No pt injury reported.

Manufacturer narrative:
The device sample was sent to the mfg site for eval. The results of the device eval and investigation are not available at the time of this report.